Event description:
The customer reported the system intermittently would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found and corrected a bad connection in the generator circuit boards. The system operates as intended.